Event description:
Information was received from a patient (con) via a manufacturer representative (rep) regarding a patient with an implantable pump for spinal pain. It was reported that the reason for the call was the representative stated that they did a refill on a patient who had a low reservoir alarm. They missed the deadline for the refill but the patient still had medication. The representative stated the patient's alarm went off so they updated the pump and the patient stated they still hear the alarm afterward even after they brought the patient back. The caller stated they believed they silenced the alarm but they just got an email right now saying the patient was coming back because their pump was still alarming. Technical services reviewed to check for active alarm as well as to make sure tablet had been updated with the latest software.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.